Event description:
It was reported that in approximately april 2002, the pt was seen at the implant center because there were problems with the skin flap. The physician(s) presumed the pt was reacting to sutures and they cleaned the area. Two months later, the pt was again seen at the implant center because of necrosis of the skin flap. During plastic revision surgery, the surgeons observed granuloma and tissue reaction surrounding the electrode array. No infection was detected. The device remains implanted.